Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the customer opened a cmax cutting loop and the metallic part of the resector separated itself from the cutting loop.